Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Distributor cannot return for evaluation.

Event description:
It was reported by distributor that during the craniotomy, the surgeon could not drive screw into the skull properly due to slipping of screw. There was no significant delay or patient harm reported.